Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Event description:
It was reported that the renasys pump was not charging the battery, discharged patient had to keep pump plugged in to operate. There was no delay in treatment, just kept pump plugged into extension cord.